Event description:
Customer's mother reported blood glucose results of 240 mg/dl and 120 mg/dl within 10 minutes on the aviva system. Mother has 2 aviva meters, unsure which was used in this incident. A separate medwatch will be completed for each system. Customer reported no symptoms in this instance, did not treat or act on results. Product is unavailable for return; replacement was sent.

Manufacturer narrative:
Mother has 2 aviva meters, unsure which was used in this incident. Please see medwatch for report on other aviva system.